Event description:
The customer reported their dxh 900 instrument generated erroneous high platelet (plt) results for patient samples. The customer also reported observing high background noise occurring the night before. No erroneous results reported out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. Patient data was provided and confirmed the reported issue.

Manufacturer narrative:
The bec field service engineer (fse) noted issues with the rbc aperture. The rbc bath was replaced. The instrument was calibrated and the apertures were balanced. The erythrolyse pump was also replaced. Daily checks, reproducibility, controls and samples were run. Samples were run without issue. Bec internal identifier: (B)(4).